Event description:
Account reports the instrument occasionally prints a zero result for creatine kinase. The incorrect results have not been used to guide therapy. The field service rep st1 cable was frayed and repaired the instrument by replacing the cable.